Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 02/27/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that 1 unit of syringe 60ml l/l (sol-m) (product code: p180060mp; lot: 04402017) was alleged. Compounder reported an extrinsic particle (hair) inside of a 60ml sol m syringe. Compounder caught the issue during withdrawal prior to detecting the hair. The issue has been reported previously by (B)(6) facility. The event occurrence date was 19 feb 2025, during set up/preparation. There was no patient involvement. Syringe is available for sample analysis and photographs are available.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "manufacturer narrative and manufacturing site (g1)" provided in the initial MDR 3014312726-2025-00048. The term 'unconfirmed' was inadvertently used; based on the photo received of the suspect sample, the defect can be confirmed. However, the inspection and performed test of the counter-samples did not reveal any anomalies. The correct manufacturing site (g1) is zhejiang kindly medical devices co., ltd.